Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient presented with syncope/ pre-syncope. It was further reported there were high thresholds with intermittent loss of capture and oversensing with short v-v intervals on the right ventricular (rv) lead. It was noted there was insulation damage on the right atrial (ra) lead. The leads were explanted and replaced. No further patient complications have been reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.